Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for bladder control. It was reported that for about a month they had been having ¿urine problems.¿ they explained that while they were on their ¿first setting¿ they would experience leaking when they would go downstairs and have their coffee, water, and breakfast. The patient wanted to change programs to address the loss of therapy. Troubleshooting found that stimulation was off, and the patient stated that they did not know how the ins got turned off. They were able to turn stimulation back on and they increased to 6.2v where they felt stimulation comfortably in their pelvic floor area. It was noted that they would monitor their symptoms since a change was made. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what were the circumstances that led to stimulation being off, they accidentally turned it off. They also said turning stimulation on resolved their symptoms. No further patient complications have been reported as a result of this event.